Event description:
It was reported that the right ventricular (rv) lead's pacing impedance was low in both unipolar and bipolar configurations. The possibility of insulation damage was discussed, and further testing and imaging was recommended. There were no reported patient consequences.